Event description:
Needle broke off in abdomen [medical device complication] "needle broke off in abdomen", concerns a female patient (age unknown) using a novofine 30g needle. In 2006 the patient found that the needle broke off in her abdomen as had administered novolin 30r. She was hospitalized and the needle was removed. She was discharged from the hospital in a week later. The patient stated she had used the needle for 10 days. The needle in question will no be returned for analysis. The patient recovered completely from the event. Comment: company comment: novofine needles are intended single use only. Comment: reporter causality: unknown.